Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The explanted filter was returned, the device eval is currently underway.

Event description:
It was reported that during a scheduled filter retrieval, imaging identified one of the filter arms was detached and was on the cava wall. The pt was asymptomatic. The filter and the arm were retrieved without complication. There was no injury to the pt.